Event description:
The customer reported that the cartridge did not fit properly on the pump on two separate occasions. During the most recent event, there was no impact to the customer's blood glucose level, and no information was provided for the previous event. The customer reloaded the previous cartridge and resumed insulin delivery. Technical support advised the customer about a potential issue with the o-ring and suggested checking it during future cartridge changes.